Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the valve was at a depth of 2-3 millimeter's (mm) on both the non-coronary cusp (ncc) and left coronary cusp (lcc). After valve dislodgement, the valve dislodged into the ascending aorta, and was located above the coronary arteries. A non-medtronic guidewire was used for the procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29, (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with heavy calcification in the iliac artery, upon initial deployment, the paddle on the valve would not release. The delivery catheter system (dcs) was pushed and rotated in an attempt to get the paddle off of the dcs and to release the valve from the pocket. The manipulation was successful in freeing the valve; however, the valve subsequently dislodged into the ascending aorta. The dislodged valve was snared to a new location, and a second valve was implanted in the patient. There was a 2-hour procedural delay.